Manufacturer narrative:
Concomitant medical products: c2tr01 crt-p, implanted: (B)(6) 2015 .product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right atrial (ra) lead and left ventricular (lv) lead malfunction. The leads were explanted and rep laced. Follow up concluded the leads had worsening sensitivity and increasing threshold. No patient complications have been reported as a result of this event.